Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed over-sensing on the patient's right ventricular lead. No symptoms were reported. Programming changes were made. The patient was stable throughout.